Event description:
The report received from the field indicated that during a interventional procedure, while deploying a cypher 3.5 x 8 mm stent, the stent migrated into the aorta where the stent was lost. Attempts to retrieve the stent were not successful. The stent was reported to be lost in the patient's groin area. The target lesion for the procedure was the right coronary artery (rca) that was reported to be ostial and calcified.

Manufacturer narrative:
Additional information obtained indicated, the patient is a female, age and medical history unknown. The procedure was an elective case. The target lesion was pre-dilated, balloon size and atm/duration unknown. The lesion was accessed with the cypher stent. While inflating the stent delivery system (sds) balloon at 10 atm to deploy the stent, the sds recoiled or squirted back into the aorta that was similar to a "watermelon seed effect". The stent was lost off of the sds balloon/lesion and was in the patient's aorta. The physician was able to bring the stent down to the patient's groin area using the sds balloon and the guidewire. The stent was lost at the level of the patient's sheath introducer. Attempts to visualize the stent were not successful. No additional intervention was done. The patient's ostial rca target lesion was successfully treated with another cypher stent of the same size. The patient remained in the hospital for three (3) days and discharged with no apparent ill effects from the event. The patient will continue to be followed clinically in regards to the event. No additional information is available. The product is not available for evaluation and testing. A report was received indicating a cypher stent was associated with stent migration. The event involved an elective percutaneous coronary intervention of a calcified ostial right coronary artery (rca) lesion. According to the IFU, cypher is indicated for use in discrete lesions and the safety and effectiveness of cypher has not been established in lesions at the ostium. After pre-dilation and crossing the lesion with a 3.00 x 8mm cypher stent deployment system (sds) the physician inflated the balloon to 10 atm. And the stent "squirted back, similar to a watermelon seed effect" and dislodged. The physician was able to withdraw the sds with the stent to the area of the sheath introducer using the sds and guide wire however the stent dislodged and was unable to be visualized in the patient where it remains. The patient remained in the hospital for three days for observation and was discharged with no ill effects. The procedure was successfully completed with another device. The sds was not returned for failure analysis. A device history record review was performed and showed this lot of products met all requirements per the applicable manufacturing quality plan. Based upon the information provided, it is not possible to conclusively determine the cause of the event however; there are lesion factors that may have contributed to it. There is no indication the event was design or manufacturing related. Please note that this is the initial/final report for this product.